Event description:
It was reported that during treatment of unspecified lesion using diamondback 360 precision coronary orbital atherectomy device (oad) and viperwire advance coronary guide wire with flex tip, the tip of the viperwire fractured. As the viperwire could not be snared, a stent was placed to pin it to the artery wall. The patient was stable after the procedure.

Manufacturer narrative:
The manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A partial UDI was provided as the lot number is not known.

Manufacturer narrative:
Additional information: a3, a6, b5, h6 (codes 4118, 3233, and 11 no longer apply), h10 correction: d4 (catalog number). B3: date of event is an estimate. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported device device damaged by another device, material separation and foreign body in patient resulting in unexpected medical intervention appears to be related to operational context. In this case, it is possible that the reported device damaged by another device, material separation and foreign body in patient resulting in unexpected medical intervention is due to patient disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the diamondback 360 precision coronary orbital atherectomy device (oad) and viperwire advance coronary guide wire with flex tip were used for treatment of lesion in left anterior descending artery (lad) through right common femoral artery (cfa) access. The proximal to mid lad had chronic total occlusion (cto) and the viperwire could not cross the lesion into the distal lad. With a non-abbott microcatheter, the cto cap was able to be crossed but the viperwire kept selecting into a small diagonal artery so the viperwire was placed there by exchanging the unspecified workhorse wire for the viperwire through the microcatheter. There was no wire bias. Following one treatment, due to the cto cap, the oad crown jumped forward after it cracked through the cap and sheared the opaque part of the viperwire tip which was in the diagonal artery distal to the cto cap. The lad was able to be opened up as the cap had cracked and percutaneous coronary intervention (pci) was successfully performed to open up the entire lad. The fragment was jailed with an unspecified stent in the diagonal branch as initially planned due to its small size. The physician has no concerns about potential long-term risk outcomes as the fragment was jailed in a small diagonal which already had no flow prior to the procedure and the entire lad was able to be opened up despite the complication. The patient was stable.